Event description:
The user received a discrepant calcium result for one patient sample in a green gel sst tube. The initial result was 12.39 mg per dl and was repeated, due to the lab's protocol to repeat all calcium results greater than 10.0 mg per dl. The repeat results on the same sample were 8.74 and 8.55 mg per dl. The result of 8.55 was reported.

Manufacturer narrative:
The field service representative could not duplicate the problem. He cleaned the water container, checked the probes and syringes and replaced the ise. To verify the analyzer performance, he ran a check test, qc and patient samples. The technical service representative could not find a cause and replaced the dosage pipette tips and probes b and c. She performed check tests and precisions with results within specifications. She then deleted and reloaded the calcium application, added an extra wash cycle before calcium r1 and calcium sample pipetting, changed the timing for maintenance action "prime fluidic system", and loaded a new calcium cassette. To verify the analyzer performance, she ran a precision, calibrations and qc.